Event description:
As of 05apr2019, further data cannot be obtained as consumer did not show up for his scheduled medical visit. His current eye condition remains unknown. The consumer's medical records including laboratory tests and treatment modalities were not disclosed. No additional details available.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A retain sample of ten blisters for the complaint lot was visually inspected and was found to meet manufacturing specifications. It was confirmed that there were no sealing related defects identified. A trend related investigation including review of production records were performed; no trend could be identified. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. There were no nonconformity or deviations during the manufacturing process which may relate to the nature of the complaint. No root cause was identified based on the manufacturing conditions as all processes were reviewed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a male consumer via telephone on (B)(6) 2019, it was indicated that he was diagnosed with an unspecified corneal ulcer in his left eye last (B)(6) 2019. Additional information was received from the ecp which indicated that the symptoms were improving and confirmed that it was 60% healed . The ecp noted that the he was unsure if the lenses were the main causative factor of the ulcer. Laboratory tests and treatment regimen were not disclosed. As of (B)(6) 2019, further details were received from the reporter which had indicated that the consumer rubs his eye a lot and the ecp had suspected that this may express causation of the incident. As of (B)(6) 2019, further data was received from the ecp's office which had confirmed that the consumer revisited his ecp on (B)(6) 2019. According to the ecp, the consumer was being treated with besifloxacin to be taken three times a day and moxifloxacin to be taken four times daily. It was also indicated that the location of the corneal ulcer was in the consumer's left eye, bottom right corner. Currently the consumer's eye status was reported to be healing. As of (B)(6) 2019, further details was received via telephone which had confirmed that the visual axis of the consumer was not affected and the ecp believed that it was not a lens issue. Furthermore, there were no laboratory tests disclosed. The consumer did not show up for a follow up appointment and was currently wearing eye glasses. His current eye condition remains unknown. Additional information has been requested but not yet received.